Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the maxillary artery using ruby coils. During the procedure, the physician placed two ruby coils in the target vessel using a non-penumbra microcatheter. While attempting to advance the third ruby coil through the microcatheter, the physician experienced resistance and subsequently, the ruby coil unintentionally detached in the microcatheter. Therefore, the physician flushed the detached coil into the target vessel and ended the procedure. There was no report of an adverse effect to the patient.